Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular (rv) lead exhibited noise and low pacing impedance. The rv lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.